Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to enter a value for the carbohydrates setting. During troubleshooting, it was confirmed that the customer had the carbohydrates setting set to "off". The customer experienced blood glucose levels in the 300-400 mg/dl with medium ketones. The contact successfully changed the setting to "on".